Manufacturer narrative:
Product analysis conclusion; there was no evidence of blood in the front grip tabs. The front grip was removed; there was no evidence of blood on the inside of the components or on the screw gear component. There was no blood visible between the strain relief and the graft cover. The reported issue could not be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 58*73 mm abdominal aortic aneurysm. It was reported that during the index procedure, that there was bleeding from the hole in the front grip of the delivery system. It was unknown how much bleeding occurred and whether it affected the patient condition but it was thought that the anesthesiologist did give an infusion to the patient at the time. It was confirmed the infusion was just normal saline fluid. There was no issue with the patients clinical course. As per the physician the cause of the event could not be determined. No additional clinical sequalae were reported and the patient is fine.